Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient experienced a hemorrhage the device's access site. Additionally, the patient also developed hemolysis, pfhg levels were not provided. The patient was administered 4 units of concentrated red cells. No further information was provided.